Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that actis broach has difficulty attaching to broach handle. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection revealed the following conditions on actis broach sz 7: 1) worn patterns on overall post; 2) signs of impactions observed on superior portion causing bending of broach surface; and 3) a foreign substance, which appears to be debris remnants, in between the broach cutters. All etches on device surface were clear to read, therefore not confirming allegation. Worn condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Bent condition can be traced to unintended use error, as this kind of damage may be consistent due to improper handling or care. Potential cause for the foreign substance can be traced to maintenance, as this kind of condition may happen due to improper cleaning/sterilization. IFU-0902-00-839 rev. J. States the following: "use a soft non-metallic bristle brush (plastic bristles, like nylon) to thoroughly scrub all traces of blood and debris from the device surfaces for one minute", and "rinse the device with warm, 30°c ¿ 40°c (85°f ¿ 104°f), tap water for a minimum of one minute and until visual evidence of debris, soil, and cleaning solution are gone". Debris remnants can be observed on pal ¿ (B)(4) photos taken by (B)(6). A dimensional inspection was not performed since it was not applicable to the complaint condition. The functional test was performed using a depuy synthes broach handle (d257000000) sample. The functional test revealed actis broach sz 7 was able to assemble correctly. Therefore, passing functional test and not confirming unable to assemble allegation. The overall complaint was unconfirmed as the observed condition of the actis broach sz 7 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: a1:, a2: (dob, age). If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that actis broach has difficulty attaching to broach handle.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.